Event description:
It was reported that a patient underwent a posterior decompression, reduction, bone graft fusion, and internal fixation procedure on (B)(6) 2025 and absorbable hemostat was used. The patient underwent surgery for lumbar spondylolisthesis at 16:50. The doctor used absorbable hemostatic gauze during the surgery, and the operation went smoothly. Postoperative patients receive routine incision care and anti infection treatment. On the 16th day after surgery, (B)(6), 2026, the patient experienced exudation from the surgical incision at home, accompanied by local redness and swelling. The patient went to the local county health center for treatment, received anti infective infusion therapy, and underwent incision debridement surgery. After treatment, the effect was unsatisfactory, and the patient subsequently developed a fever with a maximum body temperature of 38.4. The incision continued to leak light red fluid, accompanied by pain in the lumbar and sacral regions. Due to the persistent symptoms mentioned above, the patient sought medical attention again on the 33rd day after surgery, (B)(6), 2026, due to poor wound healing and infection in the lumbar spine. On the 39th day after surgery, (B)(6), 2026, the patient underwent lumbar posterior debridement, partial removal of spinal internal fixation device, perfusion flushing, and vsd negative pressure drainage. After 47 days in the hospital, the suture was intermittently removed without any obvious abnormalities, and the drainage tube was discharged with good healing. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What were the diagnosis and indication for the index surgical procedure? 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 4. Was there any intraoperative concurrent use of other products? 5. Use of the surgicel? Was it used to address active bleeding or used prophylactically? 6. Where was the surgicel used (on what tissue)? 7. How much surgicel was used during the procedure? 8. Was the surgicel product left in place? Was the excess irrigated and removed? 9. Please describe the patient manifestations of the reported infection (location, severity, appearance). 10. Please provide the onset date/time of infection from the initial surgical procedure. 11. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? 12. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? 13. Were cultures and sensitivities performed? If so, please provide the results. 14. How much and what type of drainage is present in this wound? (If applicable) 15. Were any pre-op cleansing procedures changed recently? If yes, please describe 16. Has any surgical or medical intervention been performed? 17. What is physician¿s opinion as to the cause of this event? 18. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative events? 19. What is the patient¿s current status? 20. What is the users experience w/ surgicel? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.